Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal announcement the user experienced elevated blood glucose, peaking at 256 mg/dl and remaining above 180 mg/dl for approximately two hours, with subsequent downward trend; the user was using an inset 23" 6 mm infusion set and reported no visible leakage, and a site change was performed with an intact cannula observed. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and ketone testing showed small traces. Outcomes included no medical intervention, no hospitalization, no alerts for prolonged severe hyperglycemia, and no need for assistance. Investigation included user coaching and troubleshooting, including inspection for leakage and assisted infusion site replacement. Investigation of this case revealed no device alarms, no observed infusion set damage, and no identifiable device malfunction, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.